Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a small fragment was still present in the patient, a fragment of some millimeters remained in place") and device dislocation ("right implant had largely descended into the uterine cavity") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "after novasure, hysteroscopy showed a stretching of the coils in uterine cavity" on (B)(6)2015. The patient's medical history included endometrial ablation on (B)(6) 2015, menometrorrhagia in (B)(6) 2014 and adenomyosis. Previously administered products included for an unreported indication: mirena and combined oral contraceptives. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube spasm ("spasm during insertion") and complication of device insertion ("spasm during insertion"). On(B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), gingivitis ("gingivitis"), dyspareunia ("dyspareunia"), pruritus ("legs pruritus"), allergy to metals ("very marked positive reaction was obtained at 72 hours for nickel") and complication of device removal ("a small fragment was still present in the patient, a fragment of some millimeters remained in place"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine adhesions ("dense fibrous intrauterine synechiae"), musculoskeletal pain ("scapulalgia"), oropharyngeal pain ("sore throats") and pollakiuria ("pollakiuria"). The patient was treated with bilateral salpingectomy and essure was removed laparoscopically on (B)(6) 2017.) On (B)(6) 2015, the fallopian tube spasm and complication of device insertion had resolved. At the time of the report, the abdominal pain, device breakage, device dislocation, gingivitis, dyspareunia, pruritus, allergy to metals, complication of device removal, uterine adhesions, musculoskeletal pain, oropharyngeal pain and pollakiuria outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device insertion, complication of device removal, device breakage, device dislocation, dyspareunia, fallopian tube spasm, gingivitis, musculoskeletal pain, oropharyngeal pain, pollakiuria, pruritus and uterine adhesions to be related to essure. The reporter commented: essure insertion report difficult to understand :spasm upon essure insertion otherwise release of essures without difficulty. ?3 trailing coils on the right and 4 trailing coils on the left. From what is legible, the novasure procedue was performed after essure insertion. After novasure, hysteroscopy showed a stretching of the coils in the uterine cavity, but the implant still seemed to be in place. (B)(6) 2017 surgical report: dense fibrous intrauterine synechiae all over the uterus (after endometrial ablation), making it impossible to gain access to essure implants via the uterus. Bilateral salpingectomy was therefore performed laparoscopically. Left implant was removed with gentle traction. The fragment removed from the right side was missing a piece that was in the uterine cavity, which is consistent with the intense and resistant intrauterine fibrosis and the fact that this implant had descended so far into the uterine cavity. The surgeon stated no risk of fragment migration. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the right implant had largely descended into the uterine cavity. X-ray - on an unknown date: fragment of some millimeters remained in place. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: details from essure insertion and removal procedures were provided. Medical history was also provided. New events reported: device use error, complication of device insertion, device dislocation, fallopian tube spasm, musculoskeletal pain, oropharyngeal pain, pollakiuria and uterine adhesions. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a small fragment was still present in the patient, a fragment of some millimeters remained in place") and device expulsion ("right implant had largely descended into the uterine cavity") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "after novasure, hysteroscopy showed a stretching of the coils in uterine cavity" on (B)(6) 2015. The patient's medical history included endometrial ablation on (B)(6) 2015, menometrorrhagia in (B)(6) 2014 and adenomyosis. Previously administered products included for an unreported indication: mirena and combined oral contraceptives. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube spasm ("spasm during insertion") and complication of device insertion ("spasm during insertion"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), gingivitis ("gingivitis"), dyspareunia ("dyspareunia"), pruritus ("legs pruritus"), allergy to metals ("very marked positive reaction was obtained at 72 hours for nickel") and complication of device removal ("a small fragment was still present in the patient, a fragment of some millimeters remained in place"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine adhesions ("dense fibrous intrauterine synechiae"), musculoskeletal pain ("scapulalgia"), oropharyngeal pain ("sore throats") and pollakiuria ("pollakiuria"). The patient was treated with surgery (bilateral salpingectomy laparoscopically on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2015, the fallopian tube spasm and complication of device insertion had resolved. At the time of the report, the abdominal pain, device breakage, device expulsion, gingivitis, dyspareunia, pruritus, allergy to metals, complication of device removal, uterine adhesions, musculoskeletal pain, oropharyngeal pain and pollakiuria outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device insertion, complication of device removal, device breakage, device expulsion, dyspareunia, fallopian tube spasm, gingivitis, musculoskeletal pain, oropharyngeal pain, pollakiuria, pruritus and uterine adhesions to be related to essure. The reporter commented: essure insertion report difficult to understand :spasm upon essure insertion otherwise release of essures without difficulty. ?3 trailing coils on the right and 4 trailing coils on the left. From what is legible, the novasure procedue was performed after essure insertion. After novasure, hysteroscopy showed a stretching of the coils in the uterine cavity, but the implant still seemed to be in place. (B)(6) 2017 surgical report: dense fibrous intrauterine synechiae all over the uterus (after endometrial ablation), making it impossible to gain access to essure implants via the uterus. Bilateral salpingectomy was therefore performed laparoscopically. Left implant was removed with gentle traction. The fragment removed from the right side was missing a piece that was in the uterine cavity, which is consistent with the intense and resistant intrauterine fibrosis and the fact that this implant had descended so far into the uterine cavity. The surgeon stated no risk of fragment migration. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the right implant had largely descended into the uterine cavity. X-ray - on an unknown date: fragment of some millimeters remained in place. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or lawyer is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: number of similar incident for abdominal pain corrected. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("a small fragment was still present in the patient, a fragment of some millimeters remained in place") and device expulsion ("right implant had largely descended into the uterine cavity") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "after novasure, hysteroscopy showed a stretching of the coils in uterine cavity" on (B)(6) 2015. The patient's medical history included endometrial ablation on (B)(6) 2015, menometrorrhagia in (B)(6) 2014 and adenomyosis. Previously administered products included for an unreported indication: mirena and combined oral contraceptives. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube spasm ("spasm during insertion") and complication of device insertion ("spasm during insertion"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), gingivitis ("gingivitis"), dyspareunia ("dyspareunia"), pruritus ("legs pruritus"), allergy to metals ("very marked positive reaction was obtained at 72 hours for nickel") and complication of device removal ("a small fragment was still present in the patient, a fragment of some millimeters remained in place"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine adhesions ("dense fibrous intrauterine synechiae"), musculoskeletal pain ("scapulalgia"), oropharyngeal pain ("sore throats") and pollakiuria ("pollakiuria"). The patient was treated with surgery (bilateral salpingectomy laparoscopically on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2015, the fallopian tube spasm and complication of device insertion had resolved. At the time of the report, the abdominal pain, device breakage, device expulsion, gingivitis, dyspareunia, pruritus, allergy to metals, complication of device removal, uterine adhesions, musculoskeletal pain, oropharyngeal pain and pollakiuria outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device insertion, complication of device removal, device breakage, device expulsion, dyspareunia, fallopian tube spasm, gingivitis, musculoskeletal pain, oropharyngeal pain, pollakiuria, pruritus and uterine adhesions to be related to essure. The reporter commented: essure insertion report difficult to understand :spasm upon essure insertion otherwise release of essures without difficulty. 3 trailing coils on the right and 4 trailing coils on the left. From what is legible, the novasure procedure was performed after essure insertion. After novasure, hysteroscopy showed a stretching of the coils in the uterine cavity, but the implant still seemed to be in place. On (B)(6) 2017 surgical report: dense fibrous intrauterine synechiae all over the uterus (after endometrial ablation), making it impossible to gain access to essure implants via the uterus. Bilateral salpingectomy was therefore performed laparoscopically. Left implant was removed with gentle traction. The fragment removed from the right side was missing a piece that was in the uterine cavity, which is consistent with the intense and resistant intrauterine fibrosis and the fact that this implant had descended so far into the uterine cavity. The surgeon stated no risk of fragment migration. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the right implant had largely descended into the uterine cavity. X-ray - on an unknown date: fragment of some millimeters remained in place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("a small fragment was still present in the patient, a fragment of some millimeters remained in place") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), gingivitis ("gingivitis"), dyspareunia ("dyspareunia"), pruritus ("legs pruritus"), allergy to metals ("very marked positive reaction was obtained at 72 hours for nickel") and complication of device removal ("a small fragment was still present in the patient, a fragment of some millimeters remained in place"), 2 years 6 months after insertion and 9 months 7 days after removal of essure. The patient was treated with surgery (device removal). At the time of the report, the abdominal pain, device breakage, gingivitis, dyspareunia, pruritus, allergy to metals and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device removal, device breakage, dyspareunia, gingivitis and pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: fragment of some millimeters remained in place. Further company follow-up with the consumer or lawyer is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("a small fragment was still present in the patient, a fragment of some millimeters remained in place") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), gingivitis ("gingivitis"), dyspareunia ("dyspareunia"), pruritus ("legs pruritus"), allergy to metals ("very marked positive reaction was obtained at 72 hours for nickel") and complication of device removal ("a small fragment was still present in the patient, a fragment of some millimeters remained in place"), 2 years 6 months after insertion and 9 months 7 days after removal of essure. The patient was treated with surgery (device removal). At the time of the report, the abdominal pain, device breakage, gingivitis, dyspareunia, pruritus, allergy to metals and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device removal, device breakage, dyspareunia, gingivitis and pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: fragment of some millimeters remained in place. Further company follow-up with the consumer or lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.